Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (foreign) who was receiving an unknown drug via an implantable pump. It was reported that for approximately 6 weeks now, the patient has had days where they were either very sleepy or had slight withdrawals again regarding possible overdosage and possible underdosage symptoms, but where they were not so difficult that the patient would have to go to the hospital. The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). They were however so noticeable that the patient felt bad and it made their everyday life difficult. It was noted that nothing had changed in the patient ¿s life, and they don't take any medication anymore and were doing well otherwise. The patient was questioning if this was related to the pump. The patient was questioning if there were already experiences of other patients who also have this experience, and at what quantities does the pump sound an. The patient was also questioning if it could be that they were below the limit and react to the fluctuations because everybody is different. It was further noted that the patient had always had the case in the summer months that the pump had ran faster, but they had never had these fluctuations. The following was further reported: am 17.4 from 15.00 sleepy, am 18.4 from 10.00 deprived, am 24.4 from 19.30 ¿, am 25.4 from 10.30 ¿¿, am 26.4 from 15.00 sleepy, am 30.4 from 13.30 the rest of the day, am 01.4 from 10.00 for 3 hours, am 04.4 from 13:30 violent the rest of the day. The patient had another appointment scheduled for (B)(6) 2025 to speak with their physician about it.

Event description:
(B)(6) 2025 (B)(6) ecc service and repair (B)(6) (con, for): information was received from a patient (foreign) who was receiving an unknown drug via an implantable pump. It was reported that for approximately 6 weeks now, the patient has had days where they were either very sleepy or had slight withdrawals again regarding possible overdosage and possible underdosage symptoms, but where they were not so difficult that the patient would have to go to the hospital. The date (B)(6) 2025 is considered an approximate date of event (specific month and year known only). They were however so noticeable that the patient felt bad and it made their everyday life difficult. It was noted that nothing had changed in the patient's life, and they don't take any medication anymore and were doing well otherwise. The patient was questioning if this was related to the pump. The patient was questioning if there were already experiences of other patients who also have this experience, and at what quantities does the pump sound an. The patient was also questioning if it could be that they were below the limit and react to the fluctuations because everybody is different. It was further noted that the patient had always had the case in the summer months that the pump had ran faster, but they had never had these fluctuations. The following was further reported: am 17.4 from 15.00 sleepy, am 18.4 from 10.00 deprived, am 24.4 from 19.30 ¿, am 25.4 from 10.30 ¿¿, am 26.4 from 15.00 sleepy, am 30.4 from 13.30 the rest of the day, am 01.4 from 10.00 for 3 hours, am 04.4 from 13:30 violent the rest of the day. The patient had another appointment scheduled for (B)(6) 2025 to speak with their physician about it.

Manufacturer narrative:
B3 correction: the initial report indicated (B)(6) 2025 in error as an approximate date of event. This date has been removed as the day, month, and year was unknown or not specified regarding the report of in the summer months that the pump had ran faster. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (foreign) via a company representative. Conflicting pump implant dates on (B)(6) 2024 and on (B)(6) 2025 were reported. The date on (B)(6) 2025 is considered an approximate date of implant (specific year known only). The indication for use was chronic spasm. According to the patient, the pump had done somersaults (flipping) and it could be seen that the catheter from the pump was bent and pricked. They found a puncture in the catheter, indicated as most likely due to a mishap during refill. It was indicated that regarding pump fillings, they probably poked it wrong. The catheter was bent (kinked) due to the pump movement/shifting in the pocket. Surgical intervention occurred on (B)(6). They replaced parts of the catheter and created a new pump pocket. The pump was now implanted in the buttocks and made tight, so that nothing more happens. The issue was fixed. It was further noted that a local manufacture field representative was not involved with the surgery. It was indicated that the hospitals usually discards the old catheter. The type of new catheter was unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: (B)(6) serial#, partially explanted: on (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 2025-jun-14, UDI#: (B)(4), d6a: the date on (B)(6) 2024 is an approximate date of pump implant (specific year known only). H1: the type of reportable event was updated from previously being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.